Manufacturer narrative:
The vitamin b12 reagent number is 925965 and the vitamin d reagent lot number is 911265. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii and elecsys vitamin b12 ii results for multiple patient samples tested on a cobas e 801 analytical unit. The following are the patient samples from the list identified to have discrepant results: sample 1 had an initial vitamin d result of 81 ng/ml. The repeat result was 45.7 ng/ml. Sample 2 had an initial vitamin d result of 75 ng/ml. The repeat result was 46.6 ng/ml. Sample 3 had an initial vitamin d result of 70 ng/ml. The repeat result was 23.4 ng/ml. Sample 4 had an initial vitamin d result of 77 ng/ml. The repeat result was 24.4 ng/ml. Sample 5 had an initial vitamin d result of 116 ng/ml. The repeat result was 39.1 ng/ml. Sample 6 had an initial vitamin d result of 86 ng/ml. The repeat result was 32 ng/ml. Sample 7 had an initial vitamin d result of >120 ng/ml. The repeat result was 28.5 ng/ml. Sample 8 had an initial vitamin d result of 104 ng/ml. The repeat result was 41.9 ng/ml. Sample 9 had an initial vitamin d result of >120 ng/ml. The repeat result was 33.6 ng/ml. Sample 10 had an initial vitamin d result of 77 ng/ml. The repeat result was 30.4 ng/ml. Sample 11 had an initial vitamin b12 result of >2000 pg/ml. The repeat result was 377 pg/ml. Sample 12 had an initial vitamin d result of 70 ng/ml. The repeat result was 25.3 ng/ml. Sample 13 had an initial vitamin d result of >120 ng/ml. The repeat result was 53 ng/ml. Sample 14 had an initial vitamin d result of >120 ng/ml. The repeat result was 41 ng/ml. Sample 15 had an initial vitamin d result of 109 ng/ml. The repeat result was 39 ng/ml. Sample 16 had an initial vitamin d result of 109 ng/ml. The repeat result was 62 ng/ml. Sample 17 had an initial vitamin d result of 93 ng/ml. The repeat result was 32 ng/ml. Sample 18 had an initial vitamin d result of 93 ng/ml. The repeat result was 19 ng/ml. Sample 19 had an initial vitamin d result of >120 ng/ml. The repeat result was 73 ng/ml. Sample 20 had an initial vitamin d result of >120 ng/ml. The repeat result was 37 ng/ml.